Event description:
It was reported that the patient went to the hospital because of a heart rate of 65 bpm. Interrogation revealed that the device had reached eri (elective replacement indicators) 4 months after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: initial analysis revealed a no output and no telemetry condition. Further analysis found the reported premature battery depletion was the result of high leakage current internal to a tantalum capacitor. Other text : truei adapta dr implantable pulse generator. It was reported that the patient went to the hospital because of a heart rate of 65 bpm. Interrogation revealed that the device had reached eri (elective replacement indicators) 4 months after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: component/subassembly failure. Capacitor (ceramic chip)device was out of specification in a manner that relates to event, premature eri (elective replacement indicator) low battery.